Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the clip was very stiff and would not release. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated to 3/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip would not release.